Event description:
It was reported by svc report that the head end lift motor was all the way up and would not run down. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.